Event description:
The technician alleged the nurse call was not functioning. No pt impact.

Manufacturer narrative:
The technician found the side communication cable was pulled out and the pins were bent. The technician replaced the side communication board to resolve the issue.